Manufacturer narrative:
Additional information was received about implant date updated to reflect the correct date.

Event description:
Patient reported ruptured device and silicone is present in armpit and lymph nodes. The device was explanted and replaced. Left side.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to rupture. Device evaluation: visual analysis of the returned device identified: creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks due to surgical impact opening. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ruptured device and silicone is present in armpit and lymph nodes. The device was explanted and replaced. Left side.